Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that the stylet was difficult to pass through the lead and the guidewire failed to advance. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform stylet insertion test due to the over torqued/damaged inner coil in the connector region. The cause of the reported event was due to the over torqued inner coil in the connector region.